Event description:
It was reported to philips that the device displayed "geometry movements partly available" and the c arm movement was not functioning.no patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partially available. Upon inspection fse found geo pc's software was defective. The geo pc¿s software was reinstalled. After re installation of the software the system is returned to use in good working order. Later, a similar issue was reported and the engineer replaced the hard disk and reloaded the geo pc os and software to solve the issue. The codes were updated based on the investigation outcome.